Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to lead integrity alert (lia) being triggered by their right ventricular (rv) lead. Upon interrogation, it was noted that the lead had undefined pacing impedance, noise, and fracture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.